Event description:
It was reported that during ventricular capture threshold testing, the pulse generator exhibited intermittent noise on the ventricular electrogram. The noise was isolated to the ventricular capture test only, and could not be recreated with isometrics or pocket manipulation. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.